Event description:
Patient representative reported right side ¿sever inflammation of lymph nodes¿ ¿rashes¿ ¿tingling skin¿ and ¿fear of cancer recurrence, emotional distress.¿ patient representative additionally reported ¿open skin sores,¿ and ¿hair loss¿ not related to the device. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported right side ¿sever inflammation of lymph nodes¿ ¿rashes¿ ¿tingling skin¿ and ¿fear of cancer recurrence, emotional distress.¿ patient representative additionally reported ¿open skin sores,¿ and ¿hair loss¿ not related to the device. The device has been explanted.